Manufacturer narrative:
(B)(4). D10 - concomitant devices - natural knee ii congruent articular surface right 11mm catalog #: 00542402111 lot #: 61101460, unknown natural knee femoral component catalog #: ni lot #: ni, unknown natural knee tibial tray catalog #: ni lot #: ni. G2 - report source - foreign: the event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address articular surface implant fracture and polyethylene wear approximately fifteen (15) years post-operatively. The articular surface and patella were removed and replaced. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b4, d4, g3, g6, h2, h4, h11.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under manufacturing report number 0002648920.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 - concomitant devices - natural knee ii articular surface size 1, 2 right 11mm catalog #: 00542402111 lot #: 61101460, nexgen precoat femoral component size e right catalog #: 00575001502 lot #: 61226847, natural knee nonporous stemmed tibial component size 1 right catalog #: 630701210 lot #: 61249588.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address articular surface implant fracture and polyethylene wear accompanied by pain approximately fifteen (15) years post-operatively. The articular surface and patella were removed and replaced. Attempts have been made; however, no additional information is available.